Event description:
It was reported that there was a discordance between the temperature measured by the arctic sun device equipment and what the clinical team measured by other means. In evaluation findings they report that the lcd showed an incorrect patient temperature but during the first test with temperature simulator, the device was showing the correct patient temperature on patient t1 and patient t2. In a first inspection the device did not manage to lower the temperature at all, when opening the device, it was detected that the chiller pump was not working and it was replaced by a new one, then a second inspection was carried out, the chiller pump was working but the device lowered the temperature excessively slow and only reached 17ºc. After several tests it was concluded that the cooling system was not working properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a discordance between the temperature measured by the arctic sun device equipment and what the clinical team measured by other means. In evaluation findings they report that the lcd showed an incorrect patient temperature but during the first test with temperature simulator, the device was showing the correct patient temperature on patient t1 and patient t2. In a first inspection the device did not manage to lower the temperature at all, when opening the device, it was detected that the chiller pump was not working and it was replaced by a new one, then a second inspection was carried out, the chiller pump was working but the device lowered the temperature excessively slow and only reached 17ºc. After several tests it was concluded that the cooling system was not working properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. Insufficient cooling due to faulty chiller, intermittently switches on and off. Replaced chiller pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a discordance between the temperature measured by the arctic sun device equipment and what the clinical team measured by other means. In evaluation findings they report that the lcd showed an incorrect patient temperature but during the first test with temperature simulator, the device was showing the correct patient temperature on patient t1 and patient t2. In a first inspection the device did not manage to lower the temperature at all, when opening the device, it was detected that the chiller pump was not working and it was replaced by a new one, then a second inspection was carried out, the chiller pump was working but the device lowered the temperature excessively slow and only reached 17ºc. After several tests it was concluded that the cooling system was not working properly.